Event description:
This lead was explanted and replaced due to a fracture. There were no adverse events reported for the pt. The lead was retained by the hospital. Should add'l info be reported, it will be added to this file.